Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their controller keeps cutting off and they have to keep turning it back on. Patient clarified they would get the pain coming back and they knew stim was not working, so they would have to turn the stimulation back on using the white button on the controller. Patient said they started noticing this a couple days ago. Patient confirmed they were not in a certain position, not doing a certain activity, and had not had any changes to their programming or falls. The circumstances surrounding the issue were asked, unknown. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they would contact their rep anna directly.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.